Manufacturer narrative:
(B)(4). Foreign: france. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the cephalomedullary nail fractured several months after implantation. Unknown impact or consequence to the patient. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined a medwatch report should not have been filed under the current manufacturer as the complaint is a duplicate of (B)(4), MDR report number: 0009613350-2022-00553. Given this information, this medwatch will be voided.

Event description:
Upon reassessment of the reported event, it was determined a medwatch report should not have been filed under the current manufacturer as the complaint is a duplicate of (B)(4). Given this information, this medwatch will be voided.